Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out during priming. Her blood glucose was not known. During troubleshooting, it was stated that the insulin pump was not dropped and the drive support cap was protruding. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.